Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the hospital with complaints of chest pain and diaphragmatic stimulation. Diagnostic imaging was performed, and there was a cardiac perforation noted by the right ventricular (rv) lead. The lead was repositioned in order to solve the event, and the patient was stable following the procedure.